Event description:
It was reported that this left ventricular (lv) lead was fractured. This lv lead was surgically abandoned. A lead from another manufacturer was placed in the left bundle branch to complete this procedure. No additional adverse patient effects were reported.